Event description:
It was reported that insulin leaked from the infusion set. It is unknown where the insulin leak was located at on the infusion set. The insulin leak occurred with 6 infusion sets.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.